Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponges were detached from the caps of the (5) minicaps. This was found before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and the sponge was separated from the cap. The reported condition was verified for two samples. The cause of the condition could not be determined. The remaining three (3) samples were not received for evaluation; therefore, a device analysis could not be completed.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.